Manufacturer narrative:
H3. Device evaluation summary: visual and optical inspection revealed the implant has been damaged at the threaded attachment end. The threads have been destroyed and returned in multiple fragments. The end cap appears to be damaged from some sort of grabbing tool possibly from the removal process. Unable to determine root cause of implant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative scoliosis; and underwent oblique lumbar interbody fusion at l4-l5. Intra-op, when the cage was being inserted with inserter, and when checking the sagittal image, the cage was found to have come-off the inserter. At that time, it was noticed that a part of the grip of the cage and the thread was broken. The cage could not be removed by the remover; so, the lower half of the l4 vertebral body was shaved and pulled out with hernia forceps. After that, the cage was replaced with a bigger cage of size 22mm-12 degrees-10mm x 50mm; and it was inserted to l4-l5. This cage was noticed to be a good position, after which, wound closure was performed. There was a delay of less than 60 minutes in the overall procedure time. It was unknown if there were any patient complications or not.